Manufacturer narrative:
Reference MFR # 2916596-2015-01494 for the previous pump exchange. (B)(4). Approximate age of device ¿ 61 days. A full evaluation of the device could not be conducted as the device was not explanted. The reported low speed events, pump stoppages, and low flow alarms were confirmed through the evaluation of the submitted system controller log file; however, a specific cause for events could not be conclusively determined. Review of the submitted log file revealed that pump speed reductions and two pump stoppages were captured on (B)(6) 2015. The low speed events and pump stoppages were associated with power elevations (up to 9.3 watts), low speed hazard alarms, and pi events. Additional elevations in pump power were recorded prior to these events on (B)(6) 2015 (up to 12.5 watts). In addition, momentary low flow hazard alarms were captured on (B)(6) 2015 and during the second pump stoppage on (B)(6) 2015. A correlation between the device and the reported device thrombosis and hemolysis could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that device interrogation revealed 4 pump stop events in addition to a few low speed advisory alarms, low flow and pulsatility index (pi) events. The patient denied any complete disconnects. It was reported that the patient stated she felt the pump stop. The patient claimed that she did not feel well and became nauseated. It is not known if the patient received an audible and visual alarm for the events. The patient's lactate dehydrogenase (ldh) level was 2295 u/l and international normal ratio was 2.2. It was reported that the patient was in the intensive care unit being treated for suspected pump thrombus with heparin and integrilin and the patient's ldh level was trending downward. It was stated that there were no plans for a pump exchange at this time. The patient had a previous pump exchange on (B)(6) 2015. The manufacturer's technical services reviewed the submitted log file, which showed a pump stoppage and or speed drop greater than 200 rpms below the low speed limit. It was noted that the momentary pump stoppage was caused by a high current event. It was reported that the patient&#38112;ldh stabilized, but never dropped below 2000 u/l and the patient did not want to do another pump exchange. On (B)(6) 2015, the center closed off the outflow graft using two plugs, but still saw residual flow so they plugged the inflow graft portion as well and turned off the pump. The patient expired on (B)(6) 2015 of heart failure after her device was plugged and turned off. The pump was not explanted.